Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing. This oversensing was found to be the result of noise. The lead was capped on (B)(6) 2021 and replaced. The patient was stable and asymptomatic.